Manufacturer narrative:
Returned device was received in fair physical condition. There was noted bleeding in the lcd. No evidence of reported problem in event log was found. During the evaluation of the device, it was found that the clock battery needed to be replaced. There were no issues found with high pressure alarm however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited battery needs replacement alarm when turned on and exhibited high pressure. There was no patient involved in this event. No adverse effects were reported.